Event description:
Implant failed due to a failure to osseointegrate.

Manufacturer narrative:
The present follow-up is an addition to the intial submission as nb has became aware of the mat # and the 510k license nr# which were not reported at the date of the initial submission.

Event description:
Implant failed due to a failure to osseointegrate.